Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer resumed insulin delivery to resolve the issue. Blood glucose level was 166 mg/dl. As the occlusions occurred prior to calling tandem technical support, troubleshooting to determine a cause of the occlusion was unable to be performed.